Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) had hematoma. Hematoma evacuation was then done, however, unable to control whatever was oozing or bleeding in the pocket. Moreover, additional information received indicated that there was no infection. This crt-d was explanted. No additional adverse patient effects were reported.